Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 the patient underwent tlif spinal fusion surgery (levels: l5-s1) in which rhbmp-2 was used via t ransoraminal approach. Post-op, patient allegedly had "progressively worsening low back pain, with pain radiating to his right leg" , "patient continued to experience severe and chronic lower back and leg pain. He used a cane to assist in ambulation, required daily opioid pain medications, and suffered from depression."severe pain and symptoms ultimately compelled patient to stop working and apply for disability". The patient died on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) at l5-s1 in which rhbmp-2/acs was used.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.